Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had buttons were really hard to press and hurting her fingers. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer tried to run a displacement test and it took about 5 minutes for the motor to reach the end. Customer stated that rewind complete place reservoir in pump and hit act, are you disconnected. The time was advanced. Customer ran a self test and test was passed. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. (B)(4).